Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. It was reported to siemens healthineers that an adverse event occurred following examination on the magnetom area system. A male patient was positioned headfirst with arms over the head for examination with a body 18 coil. Following the examination, the patient suffered a second degree burn on each inner thigh. There were two areas of redness on each inner thigh approximately 4 inches x 6 inches and in the middle of each red area, a blister approximately 1-inch x 1 inch. The patient was examined by the technologist and a cold compress was applied as medical treatment. Our experts analyzed the images generated during the patient's examination. The complete examination of the patient's pelvis lasted 44.3 min with an active scanning time of 35.9 min. No abnormality was found, which would indicate a system malfunction. The complete measurement was performed in the first level mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 69% of the first level mode. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 69.2 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). The system was checked by the cse and found to be in specification. The used body matrix coil was also checked without any failures. No hardware or software problem was found which would explain the reported redness of the patient's thighs. The investigation of received images suggests that no spacer pads were used. Furthermore, the images clearly indicate that both thighs were touching each other. This represents a rf current loop (skin to skin contact) as described in the magnetom area, skyra operator manual - mr system syngo mr d13 (pages a.2-6 to a.2-7). It is recommended to always follow the instructions given in the operator manual, regarding correct patient positioning in order to avoid such incidents in the future. Always position the patient so that the patient's arms are aligned with the torso and ensure that hands, arms, and legs do not touch (minimum distance: 5 mm). To ensure this distance, use positioning aids, e.g. Blankets made of linen, cotton, or paper, or dry material that is permeable to air.

Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom area system. A male patient was positioned head first with arms over the head for examination with a body 18 coil. Following the examination, the patient suffered a second degree burn on each inner thigh. There were two areas of redness on each inner thigh approximately 4 inches x 6 inches and in the middle of each red area, a blister approximately 1 inch x 1 inch. The patient was examined by the technologist and a cold compress was applied. At this time, it is not known if further medical treatment was provided. It is also not known if positional padding was used during the examination.